Event description:
The customer reported that the device jaws could not be re-opened and the blade would not retract while the device was on tissue. The site contact while the device was on tissue. The site contact was not able to provide information as to how the device was removed from tissue. There was no patient injury.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.